Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic handle was loose and that the forceps tip could not be installed during the vitrectomy surgery. The surgery was completed on the same day using an alternative handle, and there was no patient harm.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).